Event description:
It was reported customer experienced high blood glucose levels (approximately 300 mg/dl). Customer performed load process and changes out cartridge and infusion set to stabilize his blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.